Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital due to high blood glucose and low blood pressure. Their health care professional suggested that they increase their basal rates. Troubleshooting was not performed. The insulin pump will not be returned for analysis.